Event description:
Makes habit/the consumer stated corega was naughty. Made a habit [no adverse event] case description: this case was reported by a consumer via interactive digital media and described the occurrence of addiction in a male patient who received corega (corega (unspecified denture adhesive or denture cleanser)) unknown for product used for unknown indication. On an unknown date, the patient started corega (unspecified denture adhesive or denture cleanser) at an unknown dose and frequency. On an unknown date, an unknown time after starting corega (unspecified denture adhesive or denture cleanser), the patient experienced addiction (serious criteria gsk medically significant). The action taken with corega (unspecified denture adhesive or denture cleanser) was unknown. On an unknown date, the outcome of the addiction was unknown. It was unknown if the reporter considered the addiction to be related to corega (unspecified denture adhesive or denture cleanser). Additional information; the consumer stated corega was naughty. Made a habit. This report is being resubmitted to capture corrections. The information was received on 13 september 2020. The event addiction was removed and updated to drug abuse. Follow up information received on 13-sep-2020: upon internal review the case is now invalid due to no adverse event. This report is being resubmitted to capture corrections. The information was received on 13 september 2020: medwatch info in product tab updated. Comment: *downgrade report*

Manufacturer narrative:
Argus case (B)(4).

Manufacturer narrative:
Argus case (B)(4).

Event description:
Makes habit [addiction]. Case description: this case was reported by a consumer via interactive digital media and described the occurrence of addiction in a male patient who received corega (corega (unspecified denture adhesive or denture cleanser)) unknown for product used for unknown indication. On an unknown date, the patient started corega (unspecified denture adhesive or denture cleanser) at an unknown dose and frequency. On an unknown date, an unknown time after starting corega (unspecified denture adhesive or denture cleanser), the patient experienced addiction (serious criteria gsk medically significant). The action taken with corega (unspecified denture adhesive or denture cleanser) was unknown. On an unknown date, the outcome of the addiction was unknown. It was unknown if the reporter considered the addiction to be related to corega (unspecified denture adhesive or denture cleanser). Additional information; the consumer stated corega was naughty. Made a habit.